Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file breakage during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was incorporated into the root canal filling. Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1643332, #1643324, #1643329, #1643326 and #1643327). The unused reciproc blue file r25 8/100 25mm 025 which has been returned has been evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.